Manufacturer narrative:
The reagent lot number is 847776. The expiration date was not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable creatinine plus ver.2 results for 1 patient sample on a cobas 8000 c702 module. The initial result was 1.48 mg/dl with a data flag. The repeated result was 1.09 mg/dl. The sample was repeated because qc failed. The repeated result was believed to be correct.

Manufacturer narrative:
The calibration data absorbance values appeared to be either high or low. The qc was out of range around the time of the event. The alarm trace showed multiple alarms were present during the time of the event. The field service representative adjusted the ultrasonic mixer and replaced multiple parts (including valves, a valve assembly, a rinse nozzle, and reagent syringes). He performed air purges, mechanism checks, washed parts, and performed checks and tests with acceptable results. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.